Manufacturer narrative:
Correction: event date; (B)(6) 2018

Event description:
"."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
Peritoneal dialysis patient reported to technical support of observing evidence of a fluid leak in the cassette housing when setting up a new treatment. It is unknown if the cycler alarmed. The patient was advised to discontinue use of the cycler and to contact the clinic. It was indicated that treatment would be completed with continuous ambulatory peritoneal dialysis. Follow up with the patient indicated that there was no complications experienced as a result of the alleged event and that no treatments were missed. Patient resumed treatment on a replacement cycler. The patient discarded the cycler set.

Manufacturer narrative:
The alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation. All companion samples have been sold and distributed. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.